Manufacturer narrative:
Analysis of the lead, model 388928, found lead body outer insulation separated at a butt joint proximal end. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported an ¿isolation¿ defect of a lead at the connector site that occurred during a procedure. No factors noted to have led to the event, the defect was visually seen, and the electrode was changed. The issue was noted as resolved. No symptoms were reported. The consumer¿s medical history included fecal incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.